Event description:
Per report, the patient expired on the same date of transcatheter aortic valve replacement (tavr) procedure. Additional information provided by the company representative: the patient was very sick before the case started. The case itself went very smoothly and the sapien valve was deployed without any complications. After the case we did our post case briefing with the heart team and the proctor and all seemed well. Apparently, the patient went upstairs to post op. In the ICU the patient's blood pressure dropped. The anesthesiologist was never able to revive the patient after intubation. The decision was made that the valve was deployed properly and that was not the issue. The family made the decision to perform additional measures to revive the patient. The edwards representative was not notified of the patient death by the heart team because they felt the valve worked properly and the patient was just too sick and expired.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Was updated with the patient medical history obtained through the investigation of this case. Per additional information provided by the interventional cardiologist present at this case: the patient's health condition had deteriorated from the date of the patient's screening to the date of procedure (approximately 3 months); the patient had lost 25 pounds probably due to cachexia and looked frail. The procedure delay was due to administrative reasons. The patient had medical history of chf, aortic stenosis, CABG (5v), pci, atrial fibrillation, chronic kidney disease stage IV, copd, and colon resection. There were no complications during the tavr procedure. After valve deployment, the tee did not showed signs of tamponade, or pericardial effusion and the valve was working well. Post procedure the patient was stable and was extubated in the or. The anesthesiologist stayed next to the patient monitoring his condition while the patient was being transferred to the ICU. During this time the EKG did not showed rhythm changes. A couple of hours later the patient presented hypotension, bradycardia and had a cardiovascular collapse. The exact cause of the cardiovascular collapse is not known, in his opinion, this adverse event was related to the patient's frail condition prior to the procedure.

Manufacturer narrative:
Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. The most common etiologies for hypotension are dehydration, moderate to severe bleeding, severe organ inflammation, underlying heart disease, pulmonary embolism, abnormal heart rhythms, and certain medications. These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. In this case, the root cause of the reported irreversible hypotension and cardiovascular collapse post tavr procedure cannot be confirmed; however, in the physician's opinion, this incident was not related to the edwards devices. Per report, the heart team felt that the sapien valve was working properly at the time of death and that the profound hypotension of this 90 y/o frail patient was a consequence of this patient's comorbidities. It is possible that in this case a combination of patient factors (i.e. Advanced age, poor health condition) and procedural factors (i.e. Anesthesia, medications, rapid ventricular pacing) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.